Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml short pr saline 10ml fill stopper was jammed / insecure. The following information was provided by the initial reporter: material # 306499, batch # 4177623. Verbatim: rcc received a complaint via email. I wanted to follow up as we had another issue with the plunger for a normal saline flush yesterday. The nurse was trying to withdrawal blood from a central line and when she went to pull back on the syringe, the plunger popped right out of the syringe. The lot # is 4177623. I had her place an rl as well but this has now happened multiple times. Customer response on 11-sep-2025. No patient harm, though the plunger coming out inappropriately does increase this medically complex patient to a risk for a central line associated bloodstream infection due to exposure of the opened central line to the air. The product was saved and was given to our materials management department on tuesday 9/9.

Manufacturer narrative:
(B)(4) follow up it was reported that the plunger dislodged from the syringe when the user attempted to pull it back. Due to the absence of a physical sample, photographic evidence, or lot number, our quality engineering team was unable to conduct a comprehensive investigation. Current quality controls are in place to identify such defects during the production process. Based on the limited investigation, the cause of the reported incident remains undetermined. If you encounter any further issues with our product, we would appreciate the opportunity to perform a thorough analysis. Examination of the involved product may provide insights into the cause of the reported failure.